Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and found to be fully functional. There is no indication of a device malfunction. Upon further investigation of the download data, the monitor was unable to detect an sd card prior to the treatment events. A monitor being unable to detect an sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one shock on (B)(6) 2021. It was reported that the patient was home at the time of the treatment event. The patient's ECG rhythm at the time of the treatment is unknown. The response buttons were not pressed during the event. The patient was in the hospital and continued wearing the lifevest. Reporting event out of an abundance of caution as the patient's rhythm at the time of treatment is unknown.